Event description:
(B)(4). I began to notice a difference in my menstrual cycle, the periods were heavier and more clotting, reported that to my dr at my annual exam, I take the back up birth control to help with the duration and the cramping, as time passed I began to get uti's at least 3 days prior to my period starting, then about the third day in I began to get migraines, which I have never had before and causing me to miss work, my sex drive has almost completely diminished, I have gained (B)(6) in one year with no changes to my eating habits, I am tired all the time and could stay in bed all day if I could, and before I could get up no problems be to work at 5 am, and the bloating I get from drinking a glass of water is so uncomfortable. I thought maybe this was an age thing, even had my dr check my thyroid which is normal.